Event description:
The customer reported a coulter lh 780 hematology analyzer generated erroneous, high platelet (plt) results with suspect messaging for three patient samples on one day. All three patient samples were retested on a unicel dxh 800 coulter cellular analysis system in the laboratory, which generated lower plt results that are considered correct. An erroneous plt result for one patient sample was reported out of the laboratory; patient treatment was not impacted in connection with this event. The incorrect plt result was amended with the unicel dxh 800 coulter cellular analysis system retest result and the physician was alerted to the corrected report.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the plt parameter was not being channelized correctly and determined the preamp, platelet processor, and rwp sca card were faulty. The fse replaced all three parts resolving the erroneous high plt issue.